Manufacturer narrative:
Insulin pump was received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, crack on display window, and minor scratches on display window noted. No damage on lcd screen noted.

Event description:
The customer reported via phone call that the insulin pump was damaged by the reservoir compartment and by the lcd screen. The molding part where the reservoir is screwed in came off. It broke once before but her husband superglued it. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.